Event description:
On (B)(6) 2011, the pt reported the up button on the infusion device no longer works. He noticed the issue a few weeks ago and last night the button completely stopped responding while attempting to bolus. His blood glucose elevated (value not provided) as a result of not being able to bolus. His normal blood glucose range is 120-180 mg/dl. His backup infusion device is out of run time. He was instructed how to switch the orientation of the infusion device to continue using it to bolus. The pt programmed a 3 unit bolus at the time of the report. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.